Event description:
According to the reporter, during an open procedure, while closing the aponeurosis, the needle broke. The surgeon took back both part of the broken needle and a new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.